Manufacturer narrative:
This report is submitted on july 20, 2017.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.